Event description:
Customer reported to beckman coulter, inc. (Bec) that the access 2 immunoassay system failed system check. Customer reported that they retested several patient samples back to the last acceptable quality control (qc) value. Customer reported that one result was not reproducible. Customer reported that the erroneous result was not reported out of the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Customer reported that they re-spun and retested the sample. Customer reported that re-spinning the sample produced the expected result. Bec field service engineer (fse) performed system checks and found all parameters passed within specifications.

Manufacturer narrative:
Reagent used in conjunction with the access 2 immunoassay system: catalog no.: 368372; brand name: access ck-mb calibrator 50-55; lot number: 119344; catalog no.: 386371; brand name: access ck-mb reagent kit (2x50 tests); lot number: 118711.